Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed visual inspection; found sensor cannula retracted inside sensor base. Unable to confirm if customer received sensor in said condition due to sensor being returned opened/used.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The sensor electrode was shorter. The customer was advised to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.